Event description:
We have been informed of the following event: "pediatric case pneumoclear plus co2 conditioning insufflator (americas) was over pressured with patient. Patient vitals went down when insufflation stopped. The patient's vitals went back to normal. (...) We were using a 5mm scope with a size 5mm trocar (onb5shf). The insufflator box didn't give off any warning signals or sounds, we were only aware because of the patients' status changing.". How was issue noticed?: during. Procedure completed successfully?: no. Patient involvement?: yes - impact. Medical intervention?: no. Surgical delay?: yes - 20 min. Adverse consequences?: patient and user. Adverse consequence details: 20 minute delay to swap out towers with new pneumoclear plus co2 conditioning insufflator. Product available for return?: return.

Manufacturer narrative:
A possible serious injury was reported that required medical or surgical intervention to preclude perma-nent impairment of a body function. The investigations of the device confirmed that the device is work-ing according to the specifications. The complainant stated that during a pediatric surgery, the patient´s vitals went down and when insufflation stopped patient´s vitals went back to normal. It was stated that the user used the advanced mode and not the pediatric mode as intended. The pediatric operating mode is designed for these patient groups. Therefore, the most probable root cause is an off-label use and/ or an user error and is considered reportable.